Event description:
As mentioned in MFR report # 1644487-2011-01051, during a replacement surgery for a vns pt, high impedance was detected on the pt's leads. The surgeon stated he had tried several diagnostic tests with the new demipulse generator in place, which all resulted in high impedance. No diagnostics had been performed before surgery. A generator diagnostic test was performed, that showed the generator to be properly functioning with 3958 ohms of impedance. The pin was then reinserted and diagnostics were reperformed. High impedance was again detected. The surgeon then decided to replace the leads. Further info from the pt's physician indicated that there was no known impedance issue prior to the surgery. Also, it was unk if trauma or manipulation had occurred to cause the event. The product explanted during surgery had been discarded, so its return to the MFR is not possible. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to the death or serious injury.